Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received without the original cannula. The insulin pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer stated that he noticed a rectangular piece of his pump broke apart. The high blood glucose level was treated with manual injection. A no delivery and low reservoir was found in the alarm history. The customer did run a manual prime and insulin did exit the tubing. No further information was reported.